Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
The consumer had essure inserted. The procedure went smoothly and she expected to be back to normal the next day, but she experienced chronic pain, cramping, and bleeding that lasted for days. She contacted her doctor and was told to call back in one week if she still had issues. She then developed an urinary tract infection and had an ultrasound done. The ultrasound showed that the coils were in place and nothing seemed out of the ordinary. The pain located in her abdomen and lower back continued (sometimes it was sever), as well as the cramping and sporadic bleeding. She had soreness in the area the coils were placed and developed an unusual irritation in her mouth. Due to the irritation, pain, stress, and anxiety of not knowing what was happening, she had little appetite and lost 8-10 pounds in a month. She was also taking 600-800 mg of ibuprofen every four hours as well as percocet and vicodin at night.